Event description:
It was reported that this left ventricular (lv) lead pace impedance trend data exhibited intermittent high out of range measurements greater than 2000 ohms. The lv lead is operating consistently on the high end of the pace impedance range, between approximately 1900 ohms and 2200 ohms. The most recent in-office measurement approximately a year ago recorded an out of range measurement of 2138 ohms and the most recent daily measurement recorded an out of range measurement of 2161 ohms. The lead remains in-service. No associated patient symptoms or adverse patient effects were reported.